Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation and the reported tip separation were able to be confirmed. The reported difficulty to remove the sheath was unable to be replicated in a testing environment as the sheath was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use a 3x33mm xience prime rx stent delivery system (sds) protective sheath was removed with resistance and the catheter tip separated. The stent struts were noted to be flared. Thus, the device was not used and there was no patient involvement. A same size xience xpedition was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.